Event description:
It was reported that this right atrial (ra) lead was explanted due to it becoming dislodged when the associated right ventricular (rv) lead was explanted. A venogram was used during the procedure. A new device was implanted. No additional patient effects were reported.